Manufacturer narrative:
UDI: (B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp monitor showed inaccurate readings which was around 100mmhg with the patient was under good condition. The event occurred either during operatively and there were no delays and no adverse consequences;

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.